Manufacturer narrative:
The device was not made available for evaluation at this time. Should further information or the device become available, a follow-up report will be issued.

Event description:
Consumer alleges she went to back up and turn into the living room when she hit something and the scooter allegedly turned over on top of her.

Event description:
Consumer alleges she went to back up and turn into the living room when she hit something and the scooter allegedly turned over on top of her.

Manufacturer narrative:
The device was returned and evaluated. The alleged incident could not be duplicated.